Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The pulse generator exhibited backup vvi operation. It was noted that the patient felt loss of av synchrony due to ventricular pacing. Programming changes were made. The patient was stable.